Event description:
The core micro drill was sent in for eval because it was running on its own without activation during a procedure. No adverse event was associated with the device; the same device was used to complete the procedure without any procedure delay.